Event description:
It was reported the customer received a motor error alarm while changing their infusion set. Customer's blood glucose was 162 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted. The motor was tested outside of the device and passed. The insulin pump passed displacement, excessive no delivery, prime/a33, occlusion, rewind and basic occlusion tests. The insulin pump has cracked reservoir tube lip noted.